Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an unresolvable upstream occlusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If product is returned at a later date, complaint will be reopened and investigation will be completed.